Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's skin reaction. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an allergic reaction at the pod¿s insertion site (unspecified) while wearing the device for approximately 34 hours. The patient reported the pod cannula was dislodged, and the pod adhesive was wet. It was also reported the patient had oozing from the allergic reaction and high blood glucose levels, however the exact blood glucose level was not provided. The pod was then removed. After using multiple pods, the patient's whole body has scars and marks due to the reaction to the pod. The patient contacted their healthcare provider (hcp) and was prescribed with cavilon barrier cream. A new pod was applied.